Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was cracked and leaked insulin. The following information was provided by the initial reporter: "caller reported syringe being cracked and leaking insulin".